Event description:
Customer reportedly noted patient temperature was higher than expected. There was no reported patient injury. Ohmeda medical's investigation into the reported occurrence is still ongoing.